Manufacturer narrative:
This report is submitted on december 23, 2021.

Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently was treated with oral antibiotics (date and duration not reported). However, the device was explanted on (B)(6) 2021 to allow healing of the infected site and it is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on february 27, 2023.